Event description:
It was reported that the tip of the guidewire was curled up when trying to insert the PICC. The dilator could be inserted, so it was used as it is, but gw was difficult to insert. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tip of the guidewire was curled up when trying to insert the PICC. The dilator could be inserted, so it was used as it is, but gw was difficult to insert. There was no reported patient injury. No other information was provided.

Event description:
It was reported that the tip of the guidewire was curled up when trying to insert the PICC. The dilator could be inserted, so it was used as it is, but gw was difficult to insert. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult advancement of a guidewire is confirmed but the root cause could not be determined. One 0.018 in. X 35 cm stainless steel guidewire was returned for evaluation. An initial visual observation showed use residues throughout the returned guidewire. A functional test of attempting to slide a non-complainant 4.5 fr microintroducer over the guidewire revealed the microintroducer would not slide over the proximal end of the complainant guidewire. A microscopic observation revealed the proximal weld tip of the guidewire to be bent. Because use residues were observed along the guidewire and the proximal weld tip was bent, the complaint of difficult advancement of a guidewire is confirmed, but the exact cause could not be determined. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11